Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an unrelated procedure. A chest x-ray was performed which showed the patient¿s right atrial (ra) lead had dislodged. The patient was asymptomatic. The ra lead was explanted and not replaced. The patient was stable throughout.